Event description:
It was reported the patient's blood glucose level rose to 567 mg/dl while wearing the pod on their leg for between 4 and 24 hours. Investigation of the pod found a tear in the cannula.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula, which resulted in fluid leaking from the pod. The exact timing and cause of the soft cannula damage could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.